Manufacturer narrative:
Investigation results: bd internal engineering build sample did not meet check valve blocking performance requirement. Pictures were returned, but no physical sample. The condition reported of damage was confirmed. The root cause will be determined in the r&d project by working with the tj and sqe team. The investigation does not have a determined root cause. A device history record review was not performed as the lot number is "unknown" for this complaint. This incident has been added to our database of reported incidents.

Event description:
Correction: this complaint was reported by internal bd r&d, not by a customer.

Event description:
It was reported that bd alaris syringe set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by a customer that the product did not meet the check valve blocking performance requirement, which specifies valve closure at a counter flow pressure of less than or equal to 2kpa.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.